Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead helix did not turn well. Finally, the helix extended quickly and fixated to the lateral wall unintentionally. The measurements were appropriate, but the physician was not sure if the myocardium was capturing sufficiently. The ra lead remains implanted. No adverse patient effects were reported.